Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
Consumer stated finding tampon pieces coming out with discharge when using u by kotex security super plus tampon. She mentioned using two different lot number 2381757-2019-00025. This report is for one lot number, the other lot number is under report in xxxxxxxx. She also reported that over the past year she experiences leg numbness, and pain when walking and conducting daily activities when using tampons. She states that when she is off her period there is no pain or numbness. She also reports that her migraines are worse during her period. Consumer has not sought medical attention.